Manufacturer narrative:
Additional product component: model number/catalog number: 72404130 and 72404127; serial number: null and null; batch/lot number: 1000061849 and 1000047889; model/catalog description: belt cuff fgs 4.0cm iz and control pump fgs iz.

Event description:
It was reported that the patient experienced recurring incontinence due to fluid loss of the balloon that was identified by cystoscopy and radiography with an artificial urinary sphincter (aus). The aus revision surgery is scheduled for the future. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.